Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: articuleze m head 36 mm +5 hip femoral head; pinnacle mtl ins neut36idx60od hip acetabular liner; pinnacle sector ii cup 60 mm hip acetabular cup; prodigy sm stat lng rt 19.5 mm hip femoral stem; pinnacle sector ii cup 60 mm hip acetabular cup screw. (B)(6).

Event description:
Reason for original complaint. -litigation papers allege: friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released in patient's blood and tissue and bone surrounding the implant. Patient has been having severe pain and discomfort and inflammation. Update ad 01 may 2018: in addition to what was previously alleged, ppf alleges infection. Doi: (B)(6) 2005 - dor: (B)(6) 2007 (right hip).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.